Event description:
It was reported that the caller encountered a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by performing a pump reset with the assistance of cts, and successfully started their sensor session without encountering the error again.